Event description:
Titanium anchor broke during a bicep repair. The insertion site was pre-drilled, and the surgeon used the recommended ao two-finger technique. The anchor broke at the hex and the broken portion remains in the bone. Surgery was completed with another anchor. The incident entailed a delay of 10 minutes, and it was reported that no pt injury or complications resulted.